Event description:
Pt revised for dislocation from patella tendon rupture.

Manufacturer narrative:
No products were returned for examination. Product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported device dislocation based on the lack of the products to examine and insufficient info. Provided info stated the dislocation was due to the pt ruptured tendon. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.